Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it alarmed constantly "circuit occlusion" on start-up. The customer reported no patient involvement associated with this event.

Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the epm assembly. The root cause of the reported issue was not duplicated in the failure analysis laboratory but during testing the failure analysis laboratory found pressure build up on aux isolated to a solenoid valve on the epm assembly. Carefusion will track and trend this reported issue and internally investigate the situation.